Event description:
On an unknown date, pt was implanted with a 4.5mm narrow locking compression plate and six screws. A revision surgery was performed (B)(6) 2011 because of non-union. The 4.5mm plate and six screws were removed and a 3.5mm extra articular distal humerus lcp and ten screws were implanted. This is the second of seven reports for this event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as device was not returned and part number and lot number were not provided.